Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the medtronic employee was listening to a market research interview when an unknown physician stated a "malfunctioning issue with the lead helix extension." The physician observed that, at implant, if the helix is extended too far with too many turns and then want to retract the helix to reposition the lead, for some reason, it is not possible to "unscrew" or retract back into the lead. There was no particular case described. There was no indication of how many times this had happened. No patient complications have been reported as a result of this event.